Manufacturer narrative:
The button error alarm and no button response were due to corroded keypad traces. The low battery alarm was unable to be verified due to button and keypad anomaly. There was no moisture damage found inside the pump. The device was received with cracked case at the display window corner, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of button error alarm with their insulin pump. The customer states the device was wet due to walking out in the rain with the pump on. The customer states changing the battery on the device and soon after receiving the button error alarm. The customer blood glucose level was unknown. Troubleshooting was conducted. It was found that the alarm history was not able to be seen due to button error. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.